Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-nov-2025, UDI#: (B)(4). H3. Analysis found corrosion on charge board, tm90 micro usb port/hub is visually damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the communicator was not turning on. The patient rep stated that they had been charging the communicator and when the charging cord was connected to the communicator, the communicator green light would show as if the communicator was fully charged, however the communicator would not turn on when the charging cord was disconnected. Agent sent a request to repair to replace the communicator. When asked for the event date, patient rep said that it was maybe either saturday or sunday. Patient rep from this case called back stating they had not received communicator replacement from this case yet. Agent reviewed fedex tracking information (today estimated between 8:45 am - 10:45 am).